Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/25/2019.

Event description:
The customer reported that the ventilator alarmed with machine and proximal pressure sensors failed errors. The field service engineer (fse) was unable to verify the reported problem. The customer reported that the unit was not in use on patient. The customer asked a third party biomed to repair the unit and did not provide details of repair. According to the customer, the unit is back in service.